Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot to the touch. It was also reported that the pdm has not been charging properly.

Manufacturer narrative:
In the case description, the user mentioned that the pdm gets hot and the battery does not hold a charge. The returned pdm was able to turn on with no issues. The pdm battery was returned with 70% charge. Inspection of the android log files downloaded from the pdm showed no evidence of the pdm battery getting hot. All battery temperatures recorded in the log files were below the 40 degrees c upper limit. The pdm was plugged in using an insulet charging cable and charging adapter and allowed to charge to 100%. The pdm was not felt to get hot while charging. Inspection of the log files confirmed the reported inability of the battery to hold charge. The pdm was unable to last one day from a full charge. One instance showed the battery charge dropping from 91% to 4% in 1 hour and 12 minutes. No abnormalities were observed in the logs that would contribute to the battery drain. The exact cause of the battery being unable to hold charge could not be determined.